Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
We checked the returned unit and confirmed that the up pulley wire stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the up pulley wire. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.